Manufacturer narrative:
Evaluation method: medical review. Results: medical review - review of this file indicates that the patient experienced trauma that caused the icl to shift, decreasing it's vault. Current post-op visual acuity remains to be 20/20. The icl exhibited an inadequate vault in this patient and it has been determined that this complication is related to either inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to removal of this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. Conclusions: based on the complaint history, work order search and medical review, a likely cause of the event has been determined to be due to trauma experienced by the patient. (B)(4).

Manufacturer narrative:
(B)(4). Lens remains implanted. Evaluation codes, method - work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported at the post-op visit on (B)(6) 2014, the patient had an anterior subcapsular cataract. The cataract has progressed and the icl has no vault. The patient is a glaucoma suspect and corrects to 20/30. The icl remains implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in his left eye (os) on (B)(6) 2011. The patient reported the lens had a low vault and subsequently, the patient experienced loss of vision due to the development of a cataract. The lens remains implanted.